Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. During the most recent follow-up visit, the battery of this device showed less than 3 months remaining. It was noted that the patient is not dependent and uses low ra and rv output. The device is using 239% of power consumption. A copy of device memory was saved and submitted to technical services (ts) for further review. A ts consultant confirmed premature battery depletion and that the power consumption is increasing in a gradual fashion. Due to this anomaly, ts recommended replacement within 60 days. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device was received for analysis.

Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. During the most recent follow-up visit, the battery of this device showed less than 3 months remaining. It was noted that the patient is not dependent and uses low ra and rv output. The device is using 239% of power consumption. A copy of device memory was saved and submitted to technical services (ts) for further review. A ts consultant confirmed premature battery depletion and that the power consumption is increasing in a gradual fashion. Due to this anomaly, ts recommended replacement within 60 days. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device is expected for return.